Manufacturer narrative:
A steris service technician arrived onsite to inspect the user facility's three v-pro max sterilizers. The technician confirmed all three sterilizers were operating according to specification; no issues with the function or operation of the sterilizers were identified. No repairs were required, and the sterilizers were returned to service. The facility has continued to decontaminate n95 respirators using their v-pro max with no additional occurrences reported. Steris understands that the hospital reported the event pursuant to the emergency use authorization for v-pro 1 plus, max, and max 2 sterilizers to decontaminate n95 respirators approved april 9, 2020, and revised and reissued on june 6, 2020 to include v-pro 60 and v-pro s2. Per discussion with user facility personnel, they are not attributing the reported infection of the or nurse to the decontamination and reuse of an n95 respirator. During a call between a steris senior director, regulatory affairs, and FDA on june 6, 2020, the agency provided a list of the types of n95 events that should be reported under the eua, including: · allergic reactions; · respirator unable to perform essential functions; · damage to any materials; · odor due to residuals; · contact to residuals; · infection; · trends of users; · biological indicator failures; and · malfunction of a sterilizer (specific to n95 cycle). Steris is reporting this event because of the reported infection of an or nurse who tested positive for sars-cov-2. The nurse had worn an n95 respirator that had been reprocessed under this eua and infection is a type of event under the eua that is reportable.

Event description:
The user facility reported an operating room nurse tested positive for sars-cov-2. This hospital was decontaminating n95 respirators under emergency use authorization (eua) for v-pro 1 plus, max, and max 2 sterilizers to decontaminate n95 respirators approved april 9, 2020, and revised and reissued on june 6, 2020 to include v-pro 60 and v-pro s2. This nurse had worn an n95 respirator that had been reprocessed under this eua.